Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported by sale representative that during hip surgery, trident cup was failed to fix after under reaming according to surgical techniques. Surgeon tried to impact cup but still loose. The hip acetabulum was broken and then changed to use cemented cup. The operation was completed successfully. Update: primary procedure, the acetabulum broke during impaction, not strong bond quality. Surgical delay: 20-30 min, right side.